Event description:
As the e-z glider was being withdrawn through the percutaneous access cannula, a segment of the outer layer of the e-z glider separated from the core portion of the e-z glider. All of the detached outer layer segment was retrieved.